Event description:
Plaintiff was employed as a dentist who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: rhinorrhea, allergic rhinitis, coughing, wheezing, chest tightness, tachycardia, tingling of the mouth, difficulty swallowing, and urticaria. Plaintiff alleges developing a latex allergy.